Manufacturer narrative:
Additional information provided indicated that post implantation of the sapien xt valve, the patient was checked annually with no abnormalities found on the valve. The patient was always free of symptoms during the follow-up visits and the patient was able to withstand good stress. However, 6 years and 10 months post implant, the patient became symptomatic with increasing stress dyspnea. The patient was found to have acute deterioration in the sense of a decompensation. CT showed no thrombi on the valve and degeneration of the valve. The valve was degenerated and stenotic with insufficiency. The physician attributed the degeneration to the age of the valve. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may result in symptoms such as sob and decreased exercise tolerance. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. In this case, 6 years and 10 months after implantation, the valve exhibited degeneration with stenosis and insufficiency. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the cause of the svd in not clear but could be related to the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, 6 years and 10 months post implant of a 26mm sapien xt valve in aortic position, a 23mm sapien 3 valve was implanted within the 26mm sapien xt valve as the valve was degenerated and stenotic.